Manufacturer narrative:
(B)(4). We are currently in the process of investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare (f&p) field representative, that the tubing of a opt844 nasal cannula was found damaged after 6 days of use. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula along with the breathing circuit was returned to fisher & paykel healthcare (f&p) new zealand for investigation and it was visually inspected. Result: visual inspection of the returned device revealed tha the tubing of the opt844 nasal cannula was found to be pulled and stretched. The grip of the tube was also found partly stretched off the connector. Conclusion: the damage observed indicates that the cannula was most likely subjected to undue force by the patient or careperson. It was also reported that the event occured after using the cannula for 6 days. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt844 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube.

Event description:
A distributor reported on behalf of a healthcare facility in brazil via a fisher & paykel healthcare (f&p) field representative, that the tubing of a opt844 nasal cannula was found damaged after 6 days of use. There was no reported patient consequences.